Event description:
Patient had treatment for radial tunnel syndrome in which ats 1500 tourniquet was used. When patient returned for follow-up visit the follow-up visit the following day there was a mark on her arm where the tourniquet cuff had been placed. Hospital is possibly sending the unit to an independent testing center to see if unit is defectivedevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.